Event description:
It was reported that the patient¿s replacement ilet repeatedly displayed alert code 38 indicating consecutive stalled motor events, persisted after multiple restarts and a full supply change, prompting the patient to switch to backup therapy and request a device replacement. Symptoms included device alarms without reported hypoglycemia, hyperglycemia, or injury. Outcomes included interruption of automated insulin delivery and transition to backup therapy without hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.